Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleging possible pump under delivery. The customer blood glucose level was 20.4 mmol/liter at the time of incident and the current blood glucose of the patient is 21.8 mmol/liter. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. The reservoir will not be returned for analysis.